Manufacturer narrative:
(B)(4). Batch # r92a7z. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
The 2b12lt trocar was removed from its package before the procedure and when the scrub nurse inspected the instrument, she found out that the valve (the outer seal) has a defect. The defect cannot be seen unless the valve is stretched and the nurse stretched it during inspection. The trocar was never used (sales rep was present and witnessed the event). Procedure: lap bowel resection.

Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of the picture, it appears like the seal is torn. Please refer to the physical analysis for further details on investigation. The photos do not provide enough evidence to determine root cause. Device analysis: the analysis results found that the 2b12lt device was returned with no damage in the external components; upon visual inspection, one of the seal of the universal seal assembly was found torn. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed.